Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection with chills and fever. Cultures taken proved positive for staphylococcus aureus with vegetation noted on the right ventricular (rv) lead. The lead and implantable pulse generator (ipg) were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.